Event description:
Boston scientific received information that this lead exhibited noise and changes in pacing impedances which remained in range but on the low end. The lead was explanted with suspect of clavicular crush and possibly the insulation affected. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our boston scientific quality assurance laboratory, the lead underwent detailed analysis. Visual observation noted the complete lead was returned with the regular stylet fully inside. Set screw marks were noted on all terminal connectors. The trilumen insulation was ruptured through with the rs- coil exposed at 28-29 cm from the is-1 pin. The clear medical adhesive was torn/separated from the gore at the proximal end of the spring electrode. The proximal spring was stretched at this point. The lead was tested and passed electrical integrity testing on all paths. In conclusion, analysis did confirm the reported allegation.